Event description:
It was reported that the patient received 24 shocks before detections could be turned off. Later, x-ray clearly showed a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor fractured, defib conductor fracture (overstress), outer insulation breached (clavicle-rib crush), and blood noted on helix mechanism; full lead returned and analyzed.